Event description:
(B) (6). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient required medical intervention. The study index procedure treated a 2.75x15mm, 80% stenosis of the first rpl (right posterolateral), noted to be the r-pav (right posterior atrioventricular) on the core lab report. Treatment consisted of predilation and placement of a 2.75x20mm study taxus express2 stent resulting in 0% residual stenosis. The patient was discharged one day post procedure on aspirin and clopidogrel. The patient was hospitalized in (B) (6) 2010 due to a positive functional study and angiography without revascularization. The stents in the proximal and distal rca (right coronary artery) were noted to be "without evidence of in-stent restenosis". The patient was treated medically and discharged the same day.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)